Manufacturer narrative:
No excessive no delivery alarm during testing. Unit was received with all operating currents within specification and passed functional testing including unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. Unit had minor scratched lcd window, scratched case, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 419 mg/dl. He could not seem to get his blood glucose level down. The customer tried using shots, switched insulin, and changed the site twice. In the afternoon his blood glucose level was 500 mg/dl and he treated with 50 shots of insulin with the needles. The customer feels exhausted. The customer was on medications. The high pressure test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.